Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a button error alarm. Customer states that they also have a keypad anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.